Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redw0496 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the dilator supplied in the catheter kit was unable to help the clinicians to pierce the skin since its edge was rough and would excessively expand the insertion site. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged sheath is confirmed but the exact cause remains unknown. One photo sample of a microez microintroducer was provided for evaluation. The photo shows the distal end of the dilator within the sheath. Deformation of on the tip of the grey sheath is visible. The sheath appears to be slightly bunched inwards creating a bulge in the material. Blood residue and evidence of use is present. Based on the information provided, possible contributing factors include advancement against resistance and insertion technique. The product instructions for use (IFU) state, ¿advance the small sheath and dilator together as a unit over the guidewire, using a slight rotational motion. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator. Verify institutional guidelines concerning the use of a scalpel prior to making incision.¿ since the sheath tip was observed to be damaged, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the dilator supplied in the catheter kit was unable to help the clinicians to pierce the skin since its edge was rough and would excessively expand the insertion site. No other information was provided.